Event description:
It was reported a tha revision surgery in an article due to dislocation. Disassociation of the acetabular liner flattening the femoral head. Stem and acetabular cup loose and effortless removed.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened. The clinical medical investigation concluded, per the literature review, the improper seating of the liner and subsequent disassociation noted on the 3 year post op radiology findings resulted in the flattening of the femoral head. Intraoperative findings of necrosis and ¿metallosis¿ were consistent with adverse tissue reactions due to metal debris. The delay in the revision procedure was a contributing factor to the extensive component deformation and clinical symptoms/findings. The patient impact beyond the reported complaints, findings and revision will include annual surveillance. No further actions are being taken at this time.